Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 88. Infast sling - 88 - attachment: [procodewise summary report -mbi - april 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, vaginal itching and dryness, constipation, diarrhea, urinary tract infection, urgency, frequency, dysuria, adhesions, vaginal and vulvar irritation, atrophic vulvodynia, atrophic vaginitis, mixed urinary incontinence, nocturia, lesion on right labia, burning, vulvitis, pyuria, fibroids and yeast infection. The device remains implanted. No further patient complications have been reported in relation to this event.